Event description:
Caller reported blood glucose results of 376 mg/dl on aviva system, 150 mg/dl on nano system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).